Manufacturer narrative:
Lot number of device used during index procedure provided. Patient medical history provided. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure a medtronic standard pta was used to treat the left anastomosis. Approximately 15 months post index procedure the patient suffered avf shunt stenosis and was treated with medication and non medtronic standard pta of the venous outflow. Investigator and sponsor assessed the event as not related to the index device or anti-platelet medication. The patient is recovered. Cec assessed event is related to device but not related to procedure or therapy. Cec commented that the pci of the target limb was clinically driven and involved the target lesion.